Event description:
The user facility reported that during a procedure the plastic cover detached from their harmonyair g-series surgical lighting system and contacted the patient. The sterile field was reestablished resulting in a procedure delay, and the scheduled procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris technician arrived onsite following the event to inspect the harmonyair g-series surgical lighting system and found half of the cover was still installed on the lighting system and the retaining screw and plastic from the fallen cover were still in place where installed. It was observed that multiple tabs intended to secure the two cover halves together were broken and missing. Per the technician's discussion with facility personnel, the surgical lighting system had sustained impact damage resulting in the detachment of the cover. The harmonyair g-series surgical lighting system operator manual states (1-5), "caution -possible equipment damage: do not bump lightheads into walls or other equipment." The technician replaced the cover, tested the surgical lighting system, confirmed it to be operating according to specifications, and returned it to service. A steris account manager performed in-service training with facility personnel on the proper use and operation of the lighting system, including the importance of not bumping lightheads into other equipment or walls. No additional issues have been reported.